Manufacturer narrative:
No quality problem was found from manufacturing and inspection records of lot 15i209-1. The breakage occurred at dia.11.0mm thru. Hole on trochanteric nail where supports neck screw assembly. It was evaluated that the nail was broken by improper reduction of the fractured bones.

Event description:
This event occurred in (B)(6). The patient underwent surgery implanting dyna locking trochanteric nail at hospital in (B)(6). The patient was (B)(6) and complained of pain a month and half after surgery. It was identified that a nail broke. The broken nail was removed and replaced with other company's product.